Event description:
It was reported the ventricular leadless pacemaker (lp). The patient condition was unknown. No further information was reported on this event.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the ventricular leadless pacemaker (lp) dislodged. No changes or interventions were reported. The patient condition was unknown. No further information was reported on this event.